Manufacturer narrative:
Lot number of the suresound not provided by the complainant; therefore, the expiration date is not known. The suresound is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant; therefore, the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history and sterile lot record reviews could not be conducted as identification numbers were not provided by the complainant. According to the instructions for use (IFU), potential adverse events include, but are not limited to: infection or sepsis. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report number 1222780-2011-00126. An uneventful novasure endometrial ablation procedure was performed on (B)(6) 2011. Later that evening, the patient went to the emergency room with abdominal pain and was reported to be "septic." The patient was admitted and a blood culture revealed the patient had group b streptococcus. Treatment included antibiotics (type and dose unknown) and the patient was discharged "a few days later." Group b streptococcus was previously found in the patient's urine in (B)(6) 2011 (details and treatment unknown). On (B)(6) 2011, the physician reported the patient is "doing fine now." A hysteroscopy (non hologic device), dilatation and sounding with a suresound were performed prior to the ablation. The physician suspects "the hysteroscopy performed before the novasure procedure spread the infection".